Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain one. The hp had cycled the power on the hc to clear the alarm. The technical service representative (tsr) reviewed the alarm log and found the system error 2240 alarm. The tsr assisted the hp in ending therapy and advised the hp to start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. During follow up, it was reported that the hp was able to continue with therapy using new supplies and that therapy has been going well since the event. No patient injury or medical intervention was indicated in association with this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.